Event description:
Additional information was received that the patient developed redness near the impella insertion/incision site during support. The cardiothoracic surgery team was aware of the finding and initiated treatment with topical antibiotic ointment. The plan was to continue monitoring the site and reassess.

Manufacturer narrative:
Additional information has been provided in b5 and h6. Corrected information provided in d3 (manufacturer fax).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old male with a pre-support clinical state consistent with scai shock stage c underwent impella 5.5 support via right axillary/subclavian surgical arterial access for pre-operative indication.. During support, the device functioned as intended at p-7 with flows of 3.4 l/min using a d5w sodium bicarbonate purge solution, and no device malfunction was reported. Following transfer to the ICU, the patient developed an access site hematoma and bleeding localized around the sheath, as well as bleeding from a concurrent iabp groin site requiring transfusion of 3 units of blood; estimated blood loss was approximately 0.25 units. Anticoagulation was managed with heparin (10 units/kg/hr) and monitored via act, with a reported value of 235 at the time of the event. Contributing factors included anticoagulation therapy and significant patient movement associated with anxiety and noncompliance with post-procedural movement precautions after extubation. The hematoma was reported as stable with no active bleeding at the impella site on the following morning. The introducer was peeled away outside the body, reposheath placement and angle were appropriate, and forward suturing was not utilized. The patient remained on support at the time of reporting with outcome pending. The access site bleeding and hematoma were attributed to procedural and patient-related factors, including anticoagulation and movement, with no evidence of device malfunction or contribution.